Manufacturer narrative:
Solta continues to follow up with the customer for additional details of the patient event, patient outcome and treatment tip serial number. The data logs and treatment tip have been requested but have not yet been returned for evaluation. The investigation is ongoing.

Event description:
A user facility reported that a patient had experienced a blister during a thermage flx treatment. The patient was being treated in the abdomen area and the injury was observed in the pubic area. No other details of the event are known at this time.

Manufacturer narrative:
Solta attempted to obtain more information about the patient event, patient outcome, and product however were unsuccessful. It appears no response will be forthcoming. According to thermage flx user manual, blisters are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No serial number was reported for this event. As the serial number is unknown, review of the device history record was not possible. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. No corrective action is necessary at this time.